Manufacturer narrative:
(B)(4). Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, both products were thoroughly inspected and analyzed. Visual inspection confirmed the device was returned with the segment of atrial lead in the header. A boston scientific non-torquing torque wrench, was also received. Examination of the wrench noted evidence that force was applied in the counter-clockwise direction and the tip of the wrench had broken off. Both the atrial seal plugs were removed to facilitate analysis. Both the atrial ring and atrial tip capture washers were bowed upwards, indicating the setscrews were more than completely loosened, yet the atrial lead remained stuck within the port. Next, slight pulling force was used to remove the segment of atrial lead from the device header. Microscopic visual inspection of the lead barrel and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Additionally, inspection of the seal rings at the terminal end of the lead segment revealed deformation of the rings, consistent with silicone-to-silicone bonding. Laboratory analysis determined the difficulty removing the atrial lead from the header of this device was due to silicone-to-silicone bonding between the header and lead seal rings.

Event description:
Boston scientific received information that during a routine device change-out, this right atrial (ra) lead was reportedly stuck within the device header port and unable to be separated via standard troubleshooting efforts. During removal attempts, the ra lead incurred damages, resulting in a severed product. The cut lead was surgically abandoned and another system implanted with no adverse patient effects reported. The associated device and lead segment were returned for analysis. The attending physician has alleged a possible compatibility issue with this lead and the associated device.